Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover of the universal cord is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inadequate or improper maintenance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited insufficient brightness. The issue occurred during set up. There were no reports of patient harm.